Manufacturer narrative:
The samples were serum tsh qc was within the customer's established ranges pre and post the event. Field service engineer (fse) replaced hardware on the unit and repeated the routine check and carryover test. The results of both tests were within specification. Although hardware issues were addressed, a clear root cause of this event can not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high thyroid stimulating hormone (tsh) patient result generated by unicel dxi 800 access immunoassay analyzer, which were questioned by the nurse. Patient samples were repeated and normal tsh results were obtained using the same unit. The erroneous results were reported out of the laboratory. Patient treatment was impacted by this event, however, no additional information was provided by the customer.